Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this fc was appropriate and there were no other suspicious faults or resets stored within the device memory. The battery voltage at the time of interrogation was 3.024 volts, therapy delivery was unaffected. Moreover, the device hardware is not detecting the loss of battery energy. Due to this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Furthermore, the data indicated with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days, after which the pg should be replaced or battery status reassessed. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this fc was appropriate and there were no other suspicious faults or resets stored within the device memory. The battery voltage at the time of interrogation was 3.024 volts, therapy delivery was unaffected. Moreover, the device hardware is not detecting the loss of battery energy. Due to this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Furthermore, the data indicated with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days, after which the pg should be replaced or battery status reassessed. As of this time, this device remains in service. No adverse patient effects were reported.subsequently, this device was explanted due to product performance issue. This device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this fc was appropriate and there were no other suspicious faults or resets stored within the device memory. The battery voltage at the time of interrogation was 3.024 volts, therapy delivery was unaffected. Moreover, the device hardware is not detecting the loss of battery energy. Due to this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Furthermore, the data indicated with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days, after which the pg should be replaced or battery status reassessed. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted due to product performance issue. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.